Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died 14 days following device implant. Death certificate noted cause of death as cardiac arrythmia with other significant conditions of uncontrolled diabetes type 2 (non insulin), atrial fibrillation, and chronic kidney disease. The manner of death was reported as natural and no autopsy was performed. Follow up with clinic reported the patient had not been seen by them after the device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.